Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
During follow-up, the device was found in eri, premature battery was suspected. The device was explanted and replaced. The patient is in good condition.